Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a defective power button¿the device turns off immediately after being switched on. The issue was found during an inspection. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h2, h3 h6, h11. This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The field service engineer identified that the power switch was defective, causing the device to turn off immediately after being powered on. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a defective power switch causing the device to turn off immediately after being powered on. The failure was confirmed, and it was determined that the power problem was due to a faulty power switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.